Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set tubing detachment events on (B)(6) 2025. The site of detachment was from hub. The infusion set was in use for a very little amount of time. Patient replaced infusion set and cartridge and resumed insulin deliveries successfully. No further information available.